Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed during the archive data review, but not during the functional testing. The platform passed the functional testing and worked as intended. Upon visual inspection, no device malfunction was observed. The autopulse platform passed the functional testing without any fault or error. The archive data review showed occurrence of multiple ua12 (lifeband not present) error message on the reported complaint date. As a precautionary measure for ua12 error, the cable reset switch was replaced. Upon customer approval, the autopulse platform will be further tested to full specification.

Event description:
During training using a manikin, upon powering on, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The user tried to troubleshoot by re-installing the lifeband, however, the error message could not be cleared. No patient involvement.